Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and transmitter, lost sensor alarm. The customer reported blood glucose value of 30 mg/dl. The customer reported hemorrhage/blood loss/bleeding, hypoglycemia, hypoglycemia, hypoglycemia, loss of consciousness treated with no treatment, glucose/carb intake, emergency medical services/ambulance/emergency room visit. The event involved product(s) mmt-7841zn, mmt-1884l, mmt-7040ma, mmt-332a, mmt-378a. Troubleshooting was performed. Customer reported blood at site. Customer reported low blood glucose values. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. It was unknown if the auto-mode feature was active. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported a loss of communication between the transmitter and the pump. Transmitter is out of warranty. Continuing to use the transmitter past 1 year may result in reduced battery life, frequent loss of communication, or increased alerts. No further patient complications were reported. No product return is required for mmt-7841zn. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-7040ma. No product return is required for mmt-332a. No product return is required for mmt-378a.